Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The patient underwent surgery to replace the cuff. There were no patient complications.